Manufacturer narrative:
(B)(4). Date sent: 12/14/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Did the jaws eventually open? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported, could not return blade. During the radical resection of lung cancer, could not return the blade. Another device was used to complete the surgery. Used knife to cut the tissue with device, as the tissue was not key part, so not reportable for this case.

Manufacturer narrative:
(B)(4). Batch # m52h6f. Device evaluation: the analysis found that one sc60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No did the jaws eventually open? No or, did the device start to deploy staples and cut but could not be completed (partially fire)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.